Event description:
It has been reported to us that the radiopaque marker band of the asipiration catheter separated from the catheter outside the pt. An attempt to obtain add'l info has been unsuccessful.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.